Manufacturer narrative:
Details of complaint: the customer reported that they could hear the motor running but the nibp will not pump beyond 20mmhg. There was no error message when the nibp pump failed. Nka repair center evaluated the returned device. The reported issue was duplicated. The pump assemble was replaced to resolve the issue. Service requested / performed: evaluation / repair. Investigation summary: nka repair center evaluated the returned device. The reported issue was duplicated. The following component was replaced to resolve the issue: 9000065060 pump assembly, bsm-17. The pump is a replaceable component. The root cause of the reported issue is attributable to normal wear and tear of the device while in use. The risk level is determined to be medium. The service history shows this is an isolated incident, therefore no CAPA is required. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6 additional model information: d10: concomitant medical device: the following devices were being used in conjunction with the bsm. Central nurse's station model: cns-6201a sn: (B)(4). Bedside monitor model: bsm-6501a sn: (B)(4).

Event description:
The biomedical engineer stated that they can hear the motor running but the nibp (non-invasive blood pressure) will not pump beyond 20mmhg on this bedside monitor. They have tried new cuffs and tubing and have also removed the battery and waited a few minutes to see if it clears out the issue. These steps have not fixed the issue. They stated that there was no error message when the nibp failed. No patient ham reported.

Manufacturer narrative:
The biomedical engineer stated that they can hear the motor running but the nibp (non-invasive blood pressure) will not pump beyond 20mmhg on this bedside monitor. They have tried new cuffs and tubing and have also removed the battery and waited a few minutes to see if it clears out the issue. These steps have not fixed the issue. They stated that there was no error message when the nibp failed. No patient ham reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the bsm. Central nurse's station: model: cns-6201a, sn: (B)(4). Bedside monitor: model: bsm-6501a, sn: (B)(4).

Event description:
The biomedical engineer stated that they can hear the motor running but the nibp (non-invasive blood pressure) will not pump beyond 20mmhg on this bedside monitor. They have tried new cuffs and tubing and have also removed the battery and waited a few minutes to see if it clears out the issue. These steps have not fixed the issue. They stated that there was no error message when the nibp failed. No patient ham reported.